Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached over 700 mg/dl. For treatment, the patient was put on a intravenous (IV) of insulin and given diagnostic tests. The cannula was dislodged while wearing the pod on the abdomen for about 36 hours. The patient was discharged after 4 hours.